Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an out-of-range pacing and shocking impedance two weeks after implant. The patient states the device has been beeping.